Event description:
Customer reportedly received the following results on the aviva system in the morning within 10 minutes: 390 mg/dl and 114 mg/dl, and at noon 529 mg/dl and 112 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.